Manufacturer narrative:
Product is not expected to return as it remains in service.

Event description:
It was reported that this right ventricular (rv) is not working properly. No additional information was provided. No adverse patient effects were reported. The lead is not expected to return as it remains in service.